Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing on their implantable cardioverter defibrillator. Programming changes were made to address the issue. Patient was stable after the event.